Event description:
The devices were explanted due to infection. Per the patient and the explanting physician, it had not healed right since implant. The patient status was reported as ¿alive-no injury¿. The outcome and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type accessory. (B)(4).